Manufacturer narrative:
(B)(4). The micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portions of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue. Additionally, the dynamic jaw is bent, consistent wit excessive rotational force. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
The tip of the instrument was broken during use. Although the instruments were used in surgery, no patient complications were reported.